Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided with this report.

Event description:
It was reported that the customer was at home walking at the time of the incident. The customer stated that their insulin pump was turning off, and they had entered an amount of insulin and it gave a different amount. The insulin pump turned off when they entered a bolus, and when they reviewed the insulin pump after it turned back on, the bolus amount was different. The customer has pictures of the event.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer called and reported that they believe that their insulin pump was being accessed remotely by unknown persons. The customer¿s blood glucose level was unknown at the time of the incident. It is unknown if the auto mode on the insulin pump was active and automatically adjusting insulin delivery during the event. Troubleshooting was not completed as the customer was going to call back. No further information was provided. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and delivery accuracy test at 0.08690 inches. Device was programmed with multiple bolus deliveries and all bolus delivered properly their indicated amounts and were properly recorded in the daily history. No bolus anomaly or history anomaly noted during the testing.

Manufacturer narrative:
Additional information has been received which was not included with the initial report. The information has been provided in section b5 with this report.

Event description:
The customer stated the unauthorized access of their pump happened on 3 occasions on 3 separate dates, but they do not remember the dates or times.